Event description:
It was reported that the insulin pump had insulin squirting out and alarming during manual prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to loose drive support disk. Unable to complete the functional test including occlusion, prime, excessive no delivery alarm test. Unit was received with broken battery tube threads, missing end cap sticker and address serial number label.